Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm and a cartridge alarm 1 occurred. Customer's blood glucose was approximately 150 mg/dl. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs, however, investigation could not be completed due to a different issue - damaged usb pins. Additionally, the cartridge alarm issue was verified in the pump logs, however, investigation could not be completed due to damaged usb pins.